Event description:
New information notes the device was explanted and replaced.

Event description:
It was reported that premature battery depletion was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.